Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The blade broke roughly at .178¿ from the base. The broken piece was returned, no pieces are missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the tip broken outside of the patient. The fragment was retrieved. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The tip was broken outside of patient body. The customer confirmed that no fragment fell from the device while used within a patient. No post-operative tests like an x-ray or ultrasound was performed to check for fragments. The patient had no injury/harm and has not returned to the hospital. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient relevant testing, and medical history were requested however, the reporter was not able to provide that information.